Event description:
The reporter states that the lancet "stuck out" of the accu-chek multiclix lancet device. The accu-chek customer care svc center agent called the reporter three times to obtain clarification on the lancet protruding past the cap of the lancet device before/after firing. The reporter did not respond to the calls. No reported actions/treatment. No adverse event reported. New lancet device with lancets sent and return requested.